Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The microbiological analysis results are pending. After culture testing, the device will be evaluated. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to d9 and h8. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where the information provided by users revealed no information that could be used to determine deviations from the instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: may 28, 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy, suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air water channel. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where foreign material was found inside the light guide lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Additionally, a root cause of the foreign material in the light guide lens could not be determined; however, it is likely that the foreign matter was not able to be removed by reprocessing because it was attached to a part other than the outer surface of the scope. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.